Event description:
It was reported that during a coronary drug eluting stenting procedure, a dissection occurred. The 99% stenosed lesion being treated was located at a bifurcation in the mildly calcified , moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm balloon and a 3.50x24mm taxus liberte drug eluting stent was deployed. However, a dissection occurred distal to the stent. The physician attempted to place a 3.00x12mm taxus liberte drug eluting stent, but was unable to cross the first stent, although multiple predilations were made. The procedure was successfully completed with another 2.5x12mm taxus liberte drug eluting stent. No pt complications were reported. Pt status reported as "excellent". This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.